Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for two (2) colony forming units (cfus) of revivable microorganisms. The culture results were conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water, auxiliary, balloon, and the forceps elevator wire channel. The customer uses dd9 detergent during the pre-cleaning process. The customer did not specify the steps taken during the manual cleaning process. The customer also did not specify if the scope is manually disinfected. For automated endoscope reprocessor (aer) treatment, an etd 4 machine is used with endodis detergent. The customer did not specify if a paa (disinfectant) is used during this process. The scope is stored in an edc plus drying cabinet. Olympus is the maintenance company used by the customer. The scope was not sterilized. Upon device return and evaluation, it was observed that the bending section cover was leaking, and the control unit had water leakage. It was also observed that the probe unit and distal end forceps raiser were defective. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As of this report the customer has not provided olympus the positive culture results and third-party confirmation testing has not been performed. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during reprocessing of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.